Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was rising.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance. It was further reported that the rv lead was pulled and knotted around a buckling of the subclavian vein, had broken insulation, and had a fractured svc coil. It was noted that the rv lead was under constant sheer stress due to the patient's sports activities. The rv lead was explanted and replaced. After consultation with a vascular surgeon, small parts of the svc coil appeared to be broken off and remained in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The exposed superior vena cava defibrillation coil was fractured. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.